Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received by a consumer regarding a trial patient. It was reported that on (B)(6) 2017, the surgeon had not been able to get the trial lead all the way in due to scar tissue as it was bending the probe. Then, on (B)(6) 2017, the trial lead became caught on the arm of the couch, and it became unplugged and a yank was felt in the patient's back. There was a sudden loss of therapeutic benefit; they were not able to feel any stimulation on group a. They had tried plugging the cable back in and they tried increasing stimulation, but could not get the relief they had prior to that. It was confirmed that a lightning bolt was present indicating the device was on. They tried increasing the setting during the call as well as changed programs and increased but it did not help with the relief. They were redirected to the doctor. It was noted the patient was scheduled to see the doctor the night of the report and likely would have the lead removed at that time. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Clarification was requested regarding the statement of "a yank was felt in the patient's back". They reported that the external neurostimulator (ens) had gotten yanked off their back or became un-taped when the trial lead got caught on the sofa. Clarification was also requested regarding the statement of "the lead became unplugged". They reported that the trial lead became unplugged from the ens; it did not come out of their back. The patient had their trial explanted on a thursday ((B)(6) 2017),and ended up getting the permanent implant the following monday ((B)(6) 2017). The cause of the scar tissue that affected the implant of the trial lead was also discussed. The scar tissue was from 3 back surgeries they had in the past that were not related to the manufacturer's devices. The patient did not know what happened with the trial lead or the ens. Follow up was sent to the doctor to obtain additional information. The patient's weight at the time of the trial was obtained. No further complications were reported.